Manufacturer narrative:
Philips service replaced the 24'' fhd color lcd monitor ((B)(4)) and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that monitor failed to display during clinical use on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.